Manufacturer narrative:
At the time of this report, the device had not been returned for investigation. Device was not used during the procedure.

Event description:
21ga needle would not retract back into sheath during procedure set up and prior to insertion into the scope.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to provide the results of the investigation of the returned device. G3: date received by manufacturer was blank in the initial medwatch report and should have been 23-aug-2022. The subject device was returned for evaluation. The reported issue was able to be replicated. The needle was extended outside of the sheath and actuating the handle did not retract the needle tip or extend the needle tip further. Further inspection and removal of the strain relief revealed that actuating the handle would push the pull-wire, but since the needle was already at full extension and would not go beyond the needle stop and the end of the sheath, this only caused the pull-wire to curl along with the sheath. The sheath length was measured to determine whether the needle was exposed because of a short sheath, but the sheath was found to be within specification, although on the shorter end. A review of the risk documentation indicates the potential root causes are an error in design or assembly during manufacturing; however, a definitive root cause could not be determined. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.